Event description:
It was reported that during attempted insertion of the iab through an introducer sheath it became stuck in the sheath. Both the sehath and iab were removed as a unit and a second iab was placed without any difficulty. There were no patient complications.